Event description:
A patient reported experiencing inaccurate erratic results with a ft meter. The patient's blood glucose results were 151, 249, 216 mg/dl. Tests were within 10 minutes with a difference of 28%. Patient did not experience any adverse event. No further information has been reported.